Event description:
The nurse noted the patient was clotting in the continuous renal replacement therapy (crrt) filter. When the nurse was removing the arterial line from the venous port (had been switched during the night secondary to pressure issues), the line tip broke off in the makurkar catheter. Several attempts, by nursing and physician, were made to remove the broken piece; eventually the piece was removed without patient harm (patient off dialysis for approximately 60 minutes).